Manufacturer narrative:
The customer confirmed that they had no further information.

Event description:
No new information.

Event description:
It was reported that a 5¿11¿ patient weighing almost 600 lbs. Was placed on a stretcher and the foot end tipped up. No adverse consequence or clinically relevant delay in treatment was reported.